Event description:
The customer reported that an alarm was not displayed on the patient information center ix. It is unknown whether the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A philips remote service engineer (rse) spoke to the customer. During the investgation it was found that the care groups were changed by the customer which resulted in the alarms from other monitors in the same physical area not being displayed on the central station. The care groups were reconfigured by the onsite biomed which resolved the reported issue. The device was fully operational after the configuration was completed. The device worked as intended and there was no malfunction of the device. The investigation concludes that no further action is required. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm was not displayed on the patient information center ix. It is unknown whether the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.